Event description:
Additional information received indicated that no further intervention is planned for this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47693, 1627487-2020-47694, 1627487-2020-47695. It was reported during same surgery that occurred (B)(6) 2019, wherein a full drg system was explanted, that a portion of one lead that broke was confirmed on (B)(6) 2020 by x-ray remains implanted. Patient remains stable. The drg system explant is documented in related manufacturer reference numbers 1627487-2019-13872, 1627487-2019-13078,1627487-2019-13880, 1627487-2019-13881.